Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right knee was revised. Liner was exchanged due to possible infection. No other information is available due to hospital policy.